Event description:
Customer alleged, left front caster would not turn and was missing a washer. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51, serial number/date code (B)(4) is approximately 1 month old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that when he was testing a new m51 power chair, out of the box, the chair was hard to drive. The dealer discovered that the left front caster would not turn as it was missing a washer and the bolt was tightened too tight. The dealer replaced the missing washer and loosened the bolt. The chair was delivered to the consumer. No injury alleged.